Event description:
An endurant stent graft was implanted during the endovascular treatment of a 55mm abdominal aortic aneurysm on (B)(6) 2024.  It was reported during the index procedure, when implanting the iliac leg of enlw1616c120ee, the delivery sheath could enter the blood vessel normally and reach the target location, but the stent could not be deployed from the delivery sheath. Even after removing by the handle and manually deploying it, the stent still could not be deployed. A non-medtronic stent was then implanted and the procedure completed. Per the physician the cause of the deployment difficulties is undetermined. No additional clinical sequelae were reported and the pa tient is fine.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5: additional information received: it was confirmed the blood vessel was tortuous but there was no calcification or thrombus. Product analysis #806049922:two (2) images were received. One image captures the device loaded in the introducer sheath. The proximal stent ring is visible extruding from the sheath tip. The graft material is not visible. The second image shows the endurant device with the handle disassembled. The graft cover is visibly kinked and deformed. The reported deployment/expansion issue was confirmed through image review. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.